Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse monitored the system performance during the procedure and the system functioned without issue. After the case was over, the fse replaced the vision side cart (vsc) vision tower and confirmed the system was ready for use. Isi has not received the da vinci product involved with this complaint to perform failure analysis. The event investigation is in progress.

Event description:
It was reported that during a da vinci-assisted gastric sleeve surgical procedure, the entire system shut down unexpectedly. One unknown instrument was grasping the gallbladder at the time of the restart, which was left in place during the reboot. After the system restarted, bleeding was identified at the gallbladder. The bleeding was not present before the shutdown. The instrument release key (irk) was successfully utilized to release the gallbladder tissue from the jaws of the instrument. All instruments were reengaged within the system, and the bleeding was able to be controlled with cautery. The procedure completed robotically with no further complications. The patient is reported to be discharged and recovering well.

Manufacturer narrative:
Device evaluation: isi did receive the vision tower involved with this complaint to perform failure analysis. The vision tower was analyzed and an error was found in recorded logs and failure was replicated on site. The system was power cycled, and the system powered up without any errors. A visual inspection was performed and found no problem related to the reported issue. During system testing, the system was power cycled 10 times and idled for over 48 hours without triggering any faults related to the reported event. The video display controller network (vdcn) was identified during the investigation as a potential cause for the reported event. A review of the site's system logs for the reported procedure date revealed a possible related system error indicating that "a node confirmed to be present did not respond during system starting up."

Event description:
Refer to h11 for follow-up information.